Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up detailing the results of the evaluation.

Event description:
The distributor reported on behalf of user facility that the device was in use with the pt for 3 days and leakage occurred. It was reported that the leakage caused the pt spo2 to decrease and pt tachycardia and an emergency tube change was performed. No permanent adverse effective reported.